Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited unspecified out of range pacing impedance measurements. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that during a routine in clinic follow up, the pacemaker and rv lead exhibited noise and continued high out of range pacing impedance measurements greater than 2,000 ohms. All other lead diagnostics were noted to be stable. Programming changes were made to sensitivity and the physician will continue monitoring.